Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate. Only 5cc water deflated and it did not deflate with cutting the inflation valve. The patient pulled the catheter out but there was no injury.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The evaluation found that the returned catheter could not be deflated due to a poorly snipped eye. Missing/undersize eye could have caused the non-deflation. The reported event was confirmed as manufacturing related during snipping process. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ]" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate. Only 5cc water deflated and it did not deflate with cutting the inflation valve. The patient pulled the catheter out but there was no injury.